Manufacturer narrative:
The device has been received by this manufacturer, but an evaluation has not yet been performed. The evaluation, device history review and lot history review of potential lots is pending. Results will be provided in a supplemental medwatch.

Event description:
On february 21, 2007, it was reported to bsc that during an esophagogastroduodenoscopy (egd) with dilation (female patient, age unknown) "the balloon at first resisted inflation but then immediately inflated to full capacity which perforated the esophagus." Additionally, it was reported that the balloon was removed and resolution clips were used to close the perforation. The patient was hospitalized for observation. In 2007, the physician reported that the patient did not need surgery and was discharged.